Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a pci via radial artery procedure, when the cardiologist removed the introducer from sheath, blood sprayed out of the valve. The sheath was removed and a new one was used for the case. The patient did not come to harm or discomfort during the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt info: unknown as not provided. (B)(4). Event evaluation: a functional test, along with a review of complaint history, device history record, drawing, manufacturing instructions, quality control and a visual examination was conducted during the investigation. The sheath was returned without dilator in a used condition. A functional leakage test was performed; which determined the distal (patient-side) end of the sheath was occluded, the stopcock was connected to a 6ml syringe filled with tap water and pressure was applied. The check-flo valve sprayed briefly when significant pressure was applied to the syringe. There is no evidence to suggest that the product was not manufactured to the correct specifications. Without additional information, no conclusion can be drawn about the cause of this complaint. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints. Per the risk assessment performed, no additional actions are required at this time. Pt info: unknown as not provided. (B)(4). Event evaluation: a functional test, along with a review of complaint history, device history record, drawing, manufacturing instructions, quality control and a visual examination was conducted during the investigation. The sheath was returned without dilator in a used condition. A functional leakage test was performed; which determined the distal (patient-side) end of the sheath was occluded, the stopcock was connected to a 6ml syringe filled with tap water and pressure was applied. The check-flo valve sprayed briefly when significant pressure was applied to the syringe. There is no evidence to suggest that the product was not manufactured to the correct specifications. Without additional information, no conclusion can be drawn about the cause of this complaint. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints. Per the risk assessment performed, no additional actions are required at this time.

Event description:
During a pci via radial artery procedure, when the cardiologist removed the introducer from sheath, blood sprayed out of the valve. The sheath was removed and a new one was used for the case. The patient did not come to harm or discomfort during the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.